Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was getting a screen 50 on the controller while trying to recharge the ins after several failed att empts to find the ins with the recharger. The patient's recharging efficiency values were low 72, middle 95, and high 98. The patient was eventually able to charge but only if they didn't move at all. It was also reported that the patient's ins had moved in the last 3 months. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the hcp told her that the ins moving was not a problem. No further complications were reported.